Event description:
A malfunction was reported on the pump, identified by the code malf 12, indicating a momentary power loss to the vibrator motor. Blood glucose levels did not exceed 500 mg/dl, implying no adverse impact on the customer's health. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.